Event description:
Customer alleges the lift will no longer hold, will not stay locked and lowers on its own. No injury alleged.

Event description:
Customer alleges the lift will no longer hold, will not stay locked and lowers on its own. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ghs350, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number (B)(4) rev b (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer's preexisting medical condition states that he has generalized weakness in the legs, thus requiring the lift. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter stated that the lift will not hold her father's weight. When the consumer is in the lift, it allegedly lowers on its own. The daughter alleges that the lift is locked. The unit has allegedly not been used since this issue arose. A new unit has been ordered and will be shipped to the consumer. The original unit is being sent back to the dealer. No injury or medical intervention alleged. No RMA has yet been issued for the return of the unit to invacare for an inspection and evaluation.

Manufacturer narrative:
(B)(4) issued mfg report #3004493922-2012-00122. This submission was a duplicate of (B)(4) which issued mfg. Report #3004493922-2012-00119, however we had received additional information which is noted in the comments below. We will keep this file, (B)(4), as the active file. No RMA has been initiated for this issue. Model ghs350, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1148115 rev b (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states that he has generalized weakness in the legs, thus requiring the lift. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter stated that the lift will not hold her fathers weight. When the consumer is in the lift it allegedly lowers on its own. The daughter alleges that the lift is locked. The unit has allegedly not been used since this issue arose. A new unit has been ordered and will be shipped to the consumer. The original unit is being sent back to the dealer. No injury or medical intervention alleged. No RMA has yet been issued for the return of the unit to invacare for an inspection and evaluation.